Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for the routine follow up, loss of contact was observed on the confirm device. No programming changes were recommended at this time. The patient was stable.